Event description:
According to the reporter: during the surgery, when using the first two firings, the device was able to fire normally. But when using the third cartridge, the handle could not be pressed and the staples were not fired. The surgery was completed successfully upon changing to another cartridge. There was no injury to the pt. Operative time was extended by 30 mins or more.

Manufacturer narrative:
(B)(4).